Event description:
It was reported that the the device experiences pauses. Follow-up is in process as to further patient information and device disposition. No patient complications have been reported as a result of this event.

Event description:
It was reported that the the device experiences pauses. The pause was about three seconds in length. Sensitivity of the device was adjusted and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).